Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter; the test blood glucose value of 100 was properly displayed on the insulin pump screen. No pump or sensor communication anomaly noted during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratch on the screen. The self-test passed. The customer was hospitalized on (B)(6) 2017 due to a low blood glucose level of 43 mg/dl. The paramedics were dispatched. The customer was not responding after she was fed. The customer was treated with IV drip and a sugar drink until her blood glucose level was brought back up by the paramedics. The customer was wearing the insulin pump at the time of hospitalization. That evening her blood glucose level went from 45 mg/dl to 480 mg/dl after drinking orange juice. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.